Event description:
According to the customer the user experienced a rash around the elastic waist band and down their legs.

Manufacturer narrative:
According to the customer the user experienced a rash around the elastic waist band and down their legs. Per the customer "the rashes only subside once they are out of the diapers for several hours". Per the customer the user received prescription triamcinolone acetonide cream as well as ketoconazole cream for the affected areas. Per the customer they confirmed these prescriptions were directly related to the reported incident. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.